Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set with pah, blood leakage occurred in an unspecified number of collection sets. No adverse impact was reported for either the patient or the user.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set with pah, blood leakage occurred in an unspecified number of collection sets. No adverse impact was reported for either the patient or the user.

Manufacturer narrative:
Investigation summary: bd received 3 photos for investigation. Two of the customer-provided photos show a device with blood leakage in the holder. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.